Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4 h4: the device expiration date and date of manufacture are unknown at this time. UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: - outer tube damaged, needle outer tube dent(s) outer tube bent - outer tube damaged, distal tip distal tip damaged deep nicks/dings/scratches - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratched/residue proximal cover glass damaged residue ¿ broken (2+ pieces) : device fractured ¿ visual : deformed/bent per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during an in house engineering evaluation it was found that the by the 4k c-mnt scp,4.0,30,167,mitek device was broken in 2+ pieces. There was no procedure involved. No additional information was provided.